Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 201706188 involved on a total of (B)(4) glenospheres manufactured with this lot#. No other complaints reported on this lot#. We will send a final MDR once the investigation will be completed.

Event description:
Third shoulder revision surgery performed on (B)(6) 2018 due to peri prosthetic fracture. No info about patient activity level but, according to the info reported, patient has a complicated previous clinical history. In details: smr hemi implanted during a primary surgery performed on 2003. First revision surgery performed in 2004. Root cause for this first revision is unknown. Second revision surgery performed on (B)(6) 2017. (B)(6).

Manufacturer narrative:
As an update on this case, after submitting initial incident report, limacorporate was adviced that peri prosthestic fracture leading to the revision surgery performed on (B)(6) 2018 was caused by patient's fall. Check of DHR: no pre-existing defects were found by checking the manufacturing charts of the lot# 201706188 involved on a total of 10 smr cocr glenospheres dia.36mm manufactured with this lot#. No other complaints reported on this lot#. Explants analysis: no explants available. According to the info reported, explants were disposed of as per hospital policy. Xrays analysis: focusing on the second revision surgery performed on (B)(6) 2017, we received n.2 pre-op x-rays (no exact date specified) and 1 post-op x-ray (no exact date specified). Xrays received were evaluated by a lima medical consultant. Following, the medical judgment: "all we can say is there is an immediate post-operative x-ray with a long stemless humeral component and evidence of a healed/healing proximal shaft fracture which is a little angulated. The earlier x-rays show a prostalac humeral component and no fracture at that time. There is a retained 36 mm concentric glenoshere in reasonable position but evidence of longstanding impingement nevertheless. This is a good outcome for that time when this prosthesis was inserted. Clearly the prostalac is an indication that there was infection present at some stage and the fracture likely occurred from progressive bone stock loss associated with the infection and or loosening. In summary there is not much specific conclusion other than that mentioned. With certainty, from the surgeon point of view I do not see any error". At medical consultant judgment's time, we were not aware that peri-prosthetic fracture reported was due to a patient's fall. In conclusion, even thanks to the xrays analysis performed, we can say that this cannot be classified as an event surgical factor or product-related. Patient's fall leading to fracture was the root cause for the revision surgery reported. Pms data: we are aware of a total of 2 cases (including this one) of bone fracture leading to revision surgery of a previously implanted smr concentric glenosphere dia.36mm in cocr belonging to the family 1374.09.1xx on a total of (B)(4) cocr glenosphere dia.36mm sold ww since 2003. Both cases were not product related. Specific revision rate: (B)(4). No corrective action performed for this specific case. Limacorporate will continue monitoring the market.

Event description:
Event description: third shoulder revision surgery performed on (B)(6) 2018 due to peri prosthetic fracture. No info about patient activity level but, according to the info reported, patient has a complicated previous clinical history. In details: smr hemi implanted during a primary surgery performed on 2003. First revision surgery performed in 2004. Root cause for this first revision is unknown. Second revision surgery performed on (B)(6) 2017. Event occurred in australia.